Event description:
Reporting status: serious injury- medical intervention. Reporting rationale: snaring of dislodged stent. Device issue: stent dislodgement. It was reported that procedure was to treat a lesion from the cx back into the left main. There was heavy tortuosity and calcification. Pre-dilatation was performed and the promus was advanced, but there was great difficulty crossing the lesion, and the stent dislodged from the stent delivery system (sds). A snare was used to successfully retrieve the stent. There were no reported patient effects. No additional event or patient information is available. You are receiving this MDR report from abbott vascular, because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood in the guide wire lumen and on the balloon and outer member. There was crystallized contrast in the inflation lumen. The stent implant was returned dislodged from the balloon. The proximal end of the stent implant was mangled. There was no other damage noted to the stent implant. The balloon was returned with relaxed folds and crimp marks visible between the markers. There were four kinks on the hypotube 1 cm, 13 cm, 41 cm ,and 55.5 cm distal to the strain relief tubing. There was no other damage noted to the sds. There were no kinks or damage noted to the inner member or tip. The snare was returned. The protective sheath was not returned. The tip seal length was measured and met manufacturing criteria. A snap gauge was used to measure the outer diameters of the stent implant. The middle and distal outer diameter measurements met manufacturing criteria. The proximal outer diameters could not be measured due to damage noted. Product performance engineering reviewed the incident information and analysis of the returned product. Analysis of the returned product is consistent with the reported information that the product was prepared for use and inserted into the patient anatomy. The inability is consistent with the reported information that the product was prepared for use and inserted into the patient anatomy. The inability to cross a lesion can be affected by numerous factors. Reportedly, the lesion was heavily tortuosity and calcified, which likely contributed to the reported failure to advance. Analysis of the returned product noted that the stent implant was returned dislodged from the balloon, confirming the reported stent dislodgement; however, the balloon had crimp marks visible between the markers, which suggests that the stent implant was originally crimped in the correct location. In this case, it is likely that interaction with the heavily tortuosity and calcified lesion may have loosened the stent implant such that the stent dislodged. Analysis noted four kinks on the hypotube distal to the strain relief tubing. This damage was not originally reported and is likely a result of the procedural attempts to cross the target lesion and/or from handling during packaging and shipment back to abbott vascular for evaluation. This damage does not appear to be related to the reported stent dislodgement. In this case, the reported failure to advance and stent dislodgement appear to be related to operational context of the procedure. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force. This MDR is considered closed by the product performance group.